Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry central station was not alarming. There was no allegation of a patient incident.